Event description:
It was reported that an ilet user experienced repeated occlusion alarms for approximately 2.5 hours and was unable to clear the alarm until instructed to fill the tubing; the user¿s blood glucose was about 300 mg/dl at the first alert and later decreased to 146 mg/dl. Customer care provided support that included phone-based troubleshooting with guidance to fill the tubing, with recommendation to perform an infusion set change if the alarm recurs. No symptoms associated with hyperglycemia reported. Outcomes included need for troubleshooting and education without medical intervention. It was concluded that the cause of the hyperglycemia and occlusion alarm was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.